Event description:
Hosp advised that channel b and c were infusing. They were setting up channel a to infuse when it alarm infused side occlusion. The pump then alarmed malfunction and stopped infusing. There was no pt consequence.